Event description:
It was reported while attempting to implant a screw, it broke and the tip of the screw remains in the patient. Doctor was able to insert other screws without incident.

Manufacturer narrative:
Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.